Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics determined low impedance. Reprogramming was unable to resolve the issue. Surgical intervention was taken on (B)(6) 2015 where the lead was revised ( the lead was reinserted into the epidural space and secured to the dura).